Event description:
The customer reports: the doctor performed puncture and during the procedure the needle released from the base, the cannula remaining on the patient, which was immediately removed, and a new puncture was performed with another arrow kit.

Manufacturer narrative:
(B)(4). The customer returned one introducer needle for analysis. Signs-of-use in the form of biological material was observed inside the needle hub. Visual analysis revealed that the needle cannula had become completely dislodged form the needle hub. Microscopic examination revealed small traces of adhesive residue on the needle cannula; however, it did not appear consistent on the cannula surface. No adhesive residue was observed inside the needle hub. The cannula was inserted back into the hub. It was observed that a portion of the adhesive residue was located beyond the connection point between the hub and the cannula. This signifies that manufacturing likely caused or contributed to this event. The needle cannula outer diameter measured 1.267mm, which is within the specification limits of 1.26mm-1.28mm per the cannula graphic. The inner diameter of the hub .059", which is within the specification limits of .0585"-.0605" per the hub graphic. A lab inventory syringe was connected to the returned needle. A significant amount of air entered the syringe barrel when aspirating, and water was observed leaking from the hub/cannula junction when purging. The needle cannula was able to be easily removed and re-inserted into the needle hub. A device history record review was performed, and no relevant findings were identified. The report of a needle cannula detached from the hub in use was confirmed through complaint investigation. Visual analysis revealed that the cannula had completely detached from the needle hub. Minor signs of adhesive residue were observed on the cannula; however, it did not appear consistent around the entire cannula. A device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: the doctor performed puncture and during the procedure the needle released from the base, the cannula remaining on the patient, which was immediately removed, and a new puncture was performed with another arrow kit.